Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred when the system was first turned on for the day. There was no patient involvement, and no harm or injury was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system software would crash resulting in exposure and fluoroscopy not being possible, geometry movements could not be controlled, and a warning "please wait" message could be found on the review monitor. Troubleshooting found, while attempting a restart of the host pc, that the host pc mainboard power on self-test (post) and the baseboard management controller (bmc) check had both failed. It was determined that the host pc was defective. The fse replaced the host pc. The host pc was returned for analysis and failure analysis found that the host pc had failed due to a bmc failure. After the host pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system software got stuck. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.